Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-06575 and 2134265-2018-07141. It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified ostial of the left internal mammary artery. A 2.50 x 16mm synergy ii drug-eluting stent (des) was implanted and there was ostial lesion distal so the physician tried to get the wire down because of slow flow. A non-bsc balloon catheter was advanced to post-dilate the lesion. However, after several attempts and putting multiple balloons down, the implanted stent could not be crossed with another stent. A non bsc guide extension catheter was then advanced but it got caught in the stent, deforming it and pushing the stent all the way distal. A second synergy stent was implanted inside the migrated stent and the guide extension catheter was removed. A non bsc micro-guide catheter was then introduced and a third stent implanted. The non bsc micro-guide catheter caught on the second and third stents, pushing and deforming them. The patient went to surgery and the procedure was completed. No further patient complications were reported.